Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Similar product to 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal swab. Pcr confirmation testing was performed using an unknown sample on the same day that generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m213187 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 90-000j / lot m213187 and test base part number 190-430 / lot m213187. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213187 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as logfiles were not returned.